Manufacturer narrative:
This report is for four (4) unknown 3.5mm cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a 2.7mm/3.5mm variable angle locking compression plate (va-lcp) extra-articular proximal ulna plate, five (5) unknown 2.7mm va locking screws, and four (4) unknown 3.5mm cortex screws for repair of an ulnar fracture on (B)(6) 2018. On unknown date it was determined patient developed a non-union. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to another plate and an iliac bone graft. Surgery was completed successfully with no delay. Patient status reported as stable. This report is for four (4) unknown 3.5mm cortex screws. This is report 3 of 3 for (B)(4).